Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing episodes due to what appears to be myopotential oversensing were observed on a merlin transmission. Patient was asymptomatic. Programming changes were made to resolve the issue. Patient is fine.